Event description:
This complaint was opened upon receiving information from the customer for a damaged cassette. The care giver stated that he had a damaged cassette in which the lines appeared to be fused together.

Manufacturer narrative:
(B)(4). This complaint is for a report of a damaged disposable set, where the care giver stated that they had a damaged cassette in which the lines appeared to be fused together. This complaint is confirmed because during sample evaluation of a used disposable set, a leak was noted. The cause of the problem was not determined during sample evaluation. There was no report of use error or issues that might have caused the problem. The lot number was provided and a batch review was performed, which revealed no issues and no deviations from standard procedure for the disposable set. The assignable cause for the reported problem was undetermined.